Manufacturer narrative:
The iol was received and the diopter measured correct as labeled. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. The device met all manufacturing specifications prior to release.

Event description:
It was reported the lens was removed and replaced without complication, due to the patient's unexpected post operative refraction.